Event description:
The customer reported that the system exhibited an 'x-ray disabled' error resulting in the loss of fluoroscopic functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and returned to service.